Event description:
It was reported the patient stimulation in the wrong location and an overstimulation sensation. Following a lead replacement the patient¿s stimulation was in the correct areas. The patient had been reprogrammed a few times and they were relieved by the therapy. Since (B)(6) the patient¿s stimulation was moving from one area to another. Stimulation was in the correct location after reprogramming, but a few hours later the patient felt overstimulations that tetanized them on the ground. Sometimes the patient felt electricity around the implantable neurostimulator (ins). The ins was implanted just under the patient¿s ribs and it hurt. An x-ray was done at the end of (B)(6) and the lead was in the right place. Impedance testing was done and impedances were within normal range. The ins was reoriented, but that did not resolve the issue. Reprogramming was attempted, but the problem was not resolved. Since (B)(6), none of the attempted configurations could induce stimulation in the patient¿s painful areas so they turned the ins off. On the day of this report, there was no communication with the patient programmer, clinician programmer, or recharger. The patient had not charged the ins in over a month. A physician mode recharge was attempted without any success. An ins overdischarge was suspected. This was the patient¿s first overdischarge. The cause of this event was not determined. The patient was experiencing pain and less than 50 percent therapy relief. There was a problem with the recharger and a 375 error code was displayed. The error code was displayed after the pmr was done. A different recharger was used and the ins was able to be fully charged. The ins was turned on and reprogrammed to reach painful areas. The patient did have a 50 percent or greater symptom reduction when the ins was on and running. The manufacturing representative was to contact the patient the following day to determine if the patient was receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. (B)(4).